Event description:
Pt expiration on second post-operative day. S/p sigmoid bladder augmentation with leadbetter bladder neck procedure, left ureteral reimplantation, appendiceal vesicostomy, left colocolostomy. Necropsy revealed the following: 1. Cvp catheter-tip right atrium, 2. Pericardial effusion, 3. Epicardial hemorrhage, right atrium, 4. Myocardial necrosis, 5. Thrombus, small, right atrium, 6. Pericarditis, mild. On retrospective peer review evaluation, the cvp was considered to be stiffer than others on the market, perhaps contributing to the complicaton.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: telemetry failure, other, inherent risk of procedure. Conclusion: device discarded - unable to follow-up, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, user education provided. The device was destroyed/disposed of.